Event description:
Healthcare professional reported a lap-band port "leak," first noticed when there was "no fluid in the band, should have had 4.3cc's. Injected band with 3 cc's and only .5 cc's returned."

Manufacturer narrative:
Taper ii. (B)(4). The product associated with this report was returned however the device analysis results are pending at this time. Based upon the catalog number provided by the reporter the connector type is assumed to be a taper ii. Visual exam may determine the connector type associated with this report. No additional info has been reported to allergan regarding the serial number or the implant date. Device labeling addresses the possible outcome of leakage as follows: 'deflation of the band may occur due to leakage from the band, the port or the connector tubing.'